Event description:
Removal rate on prisma was set at 230 and actual patient fluid removed was 324. Although "required intervention." Was checked on the med watch form, no details describing the medical intervention as provided.